Event description:
It was reported that the patient presented in clinic for a device follow-up. Device interrogation revealed that the left ventricular (lv) lead exhibited loss of capture. Chest x-ray confirmed that the lv lead was dislodged. The lv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.